Event description:
Doctor was performing a restoration of buccal areas on teeth# 3-b, 5-b, 12-b, 14-b when his patient indicated the handpiece felt warm on her lower lip. No injury occured to patient and no treatment was necessary.